Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity were not provided. (B)(4). Initial reporter contact information was not provided. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during an elective coil embolization of a brain aneurysm, the 2 mm x 6 cm deltaxsft10 thermo-mechanical detachable coil system (dcs) (dlx100206/s13813) was inserted into the rotating hemostatic valve (rhv) and flushed but could not be advanced through the introducer. The coil was withdrawn back further in the introducer but could not be advanced in any way. The physician applied force and noticed that the pusher was kinked and was halfway out of the introducer. The coil was subsequently replaced with no reported consequence or impact to the patient. The issue resulted in a two to three-minute procedural delay. Additional information was provided indicating that the coil was kinked. The product was prepped and used according to the instructions for use (IFU). The product was not damaged in any way prior to the event. The pusher wire was visible outside of the introducer. The rhv was not fastened too tightly around the sheath. Reportedly, the coil did not exit the introducer at all. The product will be returned for analysis. Photos provided appear to confirm the reported damage to the device positioning unit (dpu). No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by a healthcare professional, during an elective coil embolization of a brain aneurysm, the 2 mm x 6 cm deltaxsft10 (dlx100206/s13813) could not be advanced through the introducer, the pusher was kinked and protruded from the introducer, and the coil kinked. The device was initially inserted into the rotating hemostatic valve (rhv) and flushed, but could not be advanced through the introducer. The coil was withdrawn back further in the introducer, but could not be advanced in any way. The physician applied force and noticed that the pusher was kinked and was halfway out of the introducer and the coil was kinked. The coil was subsequently replaced with no reported consequence or impact to the patient. The issue resulted in a two to three-minute procedural delay. The product was prepped and used according to the instructions for use (IFU). The product was not damaged in any way prior to the event. The pusher wire was visible outside of the introducer. The rhv was not fastened too tightly around the sheath. Reportedly, the coil did not exit the introducer at all. Photos provided appear to confirm the reported damage to the device positioning unit (dpu). No further information was provided. The product was returned for analysis. The embolic coil was located in the middle of the translucent introducer sheath. Approximately 11 cm of the tip coil section of the device positioning unit (dpu) was protruding from the skive of the translucent introducer sheath. The tip coil was kinked at the distal end of the protrusion. There were bends in the dpu core wire approximately 9 cm and 63 cm from the proximal end. There was a trace amount of blood in the green introducer. The ball tip was intact. The embolic coil was kinked. The condition of the articulating joint and resistance heating (rh) coil was obscured by the translucent introducer sheath. At the distal end of the protrusion, the tip coil of the dpu was kinked and anchored in the skive of the translucent introducer sheath. The v-notch of the resheathing tool was undamaged. Since the tip coil was anchored in the skive of the translucent introducer sheath, the embolic coil could not be advanced out of the introducer to visualize the articulating joint and rh coil. Since the embolic coil could not be advanced out of the introducer, advancement through a microcatheter could not be tested. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint that the dpu was kinked or bent was confirmed. There were bends in the dpu core wire, and the tip coil section of the dpu was kinked where it protruded from the skive of the translucent introducer sheath. The complaint that the embolic coil was impeded in the introducer could not be confirmed. The device could not be advanced due to the protrusion of the tip coil from the introducer. The complaint that the prescore was ruptured was confirmed. The tip coil section of the dpu was protruding from the skive of the translucent introducer sheath. The complaint that the embolic coil was kinked or bent was confirmed. The embolic coil was kinked in two locations. The evidence of the protrusion of the tip coil from the skive of the translucent introducer sheath indicated that the resheathing tool was advanced over the tip coil of the dpu while unsheathing the device. The instructions for use (IFU) instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. The bends in the dpu core wire are evidence that excessive force was applied to the device, possibly in an attempt to overcome the reported resistance. The resistance may have been due to the kinked and protruding tip coil, or it could have been due to the kinks observed in the embolic coil. The exact circumstances of the event are unknown, and the cause of the damage to the embolic coil is not apparent from the condition of the returned device. However, 100% of devices are inspected for defects to the embolic coil. In addition, 100% of embolic coils are inspected in-process by advancing out of the introducer and retracting it back in. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage to the embolic coil. Based on the reported information and the analysis of the returned device it appears that device manipulation and/or procedural/handling factors contributed to the reported failure with no indication of a relationship to the device manufacturing process; however, a definitive root cause conclusion regarding the reported event cannot be determined. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.